Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# va1f9kl, implanted: (B)(6) 2017, product type: lead; product ID: 3889-28, lot# va09hds, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1f9kl, (B)(6), (B)(4). Applies to both tined lead, 3889-28, interstim (va1f9kl) and ipg 3058 interstim ll ((B)(4)) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a pain at the implant site. The patient had pain at the ins and lead insertion site. The rep stated there were no environmental, external, or patient factors that may have led or contributed to the issue. It was noted there were lead impedances less than 4000 and greater than 50 on all combinations. The rep stated the lead was retunneled deeper and the ins placed higher and deeper. It was noted the issue was resolved at the time of the report. The patient reported pain over the ins and lead insertion site. The lead and ins were easily palpate. The rep noted the patient would wince in pain with barely touching her skin over the site. The hcp returnneled the lead and placed the ins a little higher and deeper. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.